Event description:
The clinician reports the implant was inserted on (B)(6) 2016 in ada 4. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.